Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were sticking and required multiple hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings:the keypad was found to be torn over the ok button. During testing, the ok button was intermittently unresponsive; all other keypad buttons responded appropriately. None of the keypad buttons were found to be sticking. The keypad was removed and it was found that the down arrow and ok button contacts were inverted. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim/faded display. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.